Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): problem code 2907 captures the reportable issue of shrink sleeve detached. Block h10: a visual examination of the device revealed the sensor wire shrink sleeve was totally detached. Additionally, the coil wire was peeled. During a laboratory test it was possible observe that the coil wire was peeled, therefore, the observed failure mode could have been generated due to handling or manipulation of the device during preparation. Therefore, adverse event related to procedure is the most probable cause for this failure, since the event occurred during the procedure and the device had no influence on event. Based on the information available and all manufacturing inspections performed in order to find any potential failures on the shrink sleeve. All compiled information on this investigation determines that the most probable cause for the reported issue of sleeve detachment is cause not establish since the investigation findings do not lead to a clear conclusion about the cause of the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in a procedure on (B)(6), 2020. According to the complainant, during preparation, the shrink sleeve detached. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in a procedure on (B)(6) 2020. According to the complainant, during preparation, the shrink sleeve detached. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event.